Event description:
The infiniti catheter was placed through, the guidewire was flushed and everything was normal. When the dye was going to be put through it looked like something had broken off and was injected into the patient. Whatever was injected into the patient was not retrieved. The procedure was continued and completed. The patient is in good condition. There was no difficulty removing the product from the hoop. No kinks or other damages were noted prior to inserting the product the product into the patient.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
During use of an infiniti catheter, during injection of contrast media into the left ventricle, 'it looked like something had broken off and was injected into the patient. Whatever was injected into the patient was not retrieved.' The procedure was continued and completed. The patient is in good condition. There was no difficulty removing the product from the hoop. No kinks or other damages were noted prior to inserting the product the product into the patient. Post catheterization, the patient was diagnosed with severe 3-vessel coronary artery disease for which surgery was advised. Additional information obtained from the cath lab report indicated that the patient was admitted in the hospital with chest pain and bradycardia and ruled in for myocardial infarction based on enzyme criteria and referenced for a right and left heart catheterization. During catheterization, a 6 french pigtail catheter was introduced into the sheath and crossed the aortic valve into the left ventricle. The cath lab report discusses the event in the following manner: 'when we performed the left ventricular angiogram, there was a very radiodense foreign body that was ejected from the catheter into the left ventricle. It was radiodense enough that it resembled metal. When this occurred, we noted the piece of material was ejected from the left ventricle. We visually inspected the catheter, the injector, the injector syringe, the wire, the sheath, and all those materials appeared to be intact. When we were done with the coronary angiography and the rest of the case, we then performed fluoroscopy literally from head-to toe and we were unable to find any trace of where this material had embolized. Prior to going to the operating room for his surgery, we are going to do a thorough CT scan evaluation from head-to toe to see if we can find any evidence of where this piece of metal went to. It was apparent from the left ventriculogram that there were at least 2 small fragments that had broken off the initial foreign body as we watched the left ventricle pump. His neurologic status was checked from that point throughout the catheterization frequently. There did not appear to be any evidence of neurologic deficit.' A cd with procedural films was received. An image of a pig tail catheter and injection of angiographic solution was recorded to perform a ventriculogram. After injection, a piece of a long, black string was seen in the left ventricle. The object was not visible in the next screen shot. There was a screen shot of the neck and a couple of diagnostic images of the right and left coronary systems. The cd was sent to the independent cardiologist for review and is as follows: the case was that of a diagnostic angiogram where on injection (power) for a left ventriculogram an unknown linear object was ejected from the catheter. No untoward effect was noted and there were no adverse effects noted by the patient. This case may represent a piece of catheter material that was not flushed out in the preparation of the pigtail. The other option is a strand of material from gauze used to wipe the guidewire that remained in the pigtail till the contrast was ejected. I have seen one such case previously with identical findings and should suggest the importance of meticulous catheter flushing prior to insertion. One cordis non-sterile 6f diagnostic catheter and one non-cordis guide wire were received coiled inside a plastic bag. No separation was observed at any fuse area or at the hub in the cordis catheter sample received. No anomalies were found. The non-cordis guide wire received was introduced through the 6f diagnostic catheter. During the insertion, no difficulty or resistance was experienced. Furthermore, no foreign material was observed coming out through the distal tip. A syringe (lab sample) was attached, without difficulty, to the hub of the catheter. Subsequently, a flushing test was performed. Water came out from the distal tip; neither catheter material nor any form of foreign material was observed in the flushed water. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. No discrepancies were found in the cordis non-sterile 6f diagnostic catheter received. The complaint reported could not be confirmed, as no separation of materials was observed externally or internally in the cordis catheter. Neither the DHR review, the independent file review or the product analysis suggest that the event reported is related to the manufacturing process of the cordis catheter. Therefore no actions will be taken at this time.

Manufacturer narrative:
During use of an infiniti catheter, during injection of contrast media into the left ventricle, "it looked like something had broken off and was injected into the patient. Whatever was injected into the patient was not retrieved." The procedure was continued and completed. The patient is in good condition. There was no difficulty removing the product from the hoop. No kinks or other damages were noted prior to inserting the product the product into the patient. Post catheterization, the patient was diagnosed with severe 3-vessel coronary artery disease for which surgery was advised. Additional information obtained from the cath lab report indicated that the patient was admitted in the hospital with chest pain and bradycardia and ruled in for myocardial infarction based on enzyme criteria and referenced for a right and left heart catheterization. During catheterization, a 6 french pigtail catheter was introduced into the sheath and crossed the aortic valve into the left ventricle. The cath lab report discusses the event in the following manner: "when we performed the left ventricular angiogram, there was a very radiodense foreign body that was ejected from the catheter into the left ventricle. It was radiodense enough that it resembled metal. When this occurred, we noted the piece of material was ejected from the left ventricle. We visually inspected the catheter, the injector, the injector syringe, the wire, the sheath, and all those materials appeared to be intact. When we were done with the coronary angiography and the rest of the case, we then performed fluoroscopy literally from head-to toe and we were unable to find any trace of where this material had embolized. Prior to going to the operating room for his surgery, we are going to do a thorough CT scan evaluation from head-to toe to see if we can find any evidence of where this piece of metal went to. It was apparent from the left ventriculogram that there were at least 2 small fragments that had broken off the initial foreign body as we watched the left ventricle pump. His neurologic status was checked from that point throughout the catheterization frequently. There did not appear to be any evidence of neurologic deficit." A cd with procedural films was received. An image of a pig tail catheter and injection of angiographic solution was recorded to perform a ventriculogram. After injection, a piece of a long, black string was seen in the left ventricle. The object was not visible in the next screen shot. There was a screen shot of the neck and a couple of diagnostic images of the right and left coronary systems. The cd was sent to the independent cardiologist for review, however a report of his findings is not available at this time. One cordis non-sterile 6f diagnostic catheter and one non-cordis guide wire were received coiled inside a plastic bag. No separation was observed at any fuse area or at the hub in the cordis catheter sample received. No anomalies were found. The non-cordis guide wire received was introduced through the 6f diagnostic catheter. During the insertion, no difficulty or resistance was experienced. Furthermore, no foreign material was observed coming out through the distal tip. A syringe (lab sample) was attached, without difficulty, to the hub of the catheter. Subsequently, as per (B)(4), a flushing test was performed. Water came out from the distal tip; neither catheter material nor any form of foreign material was observed in the flushed water. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. No discrepancies were found in the cordis non-sterile 6f diagnostic catheter received. The complaint reported could not be confirmed, as no separation of materials was observed externally or internally in the cordis catheter. Neither the DHR review nor the product analysis suggests that the event reported is related to the manufacturing process of the cordis catheter. Therefore no actions will be taken at this time.

Manufacturer narrative:
A findings from a film review were received as follows: the case was that of a diagnostic angiogram where on injection (power) for a left ventriculogram a unknown linear object was ejected from the catheter. No untoward effect was noted and there were no adverse effects noted by the patient. This case may represent a piece of catheter material that was not flushed out in the preparation of the pigtail. The other options are a stand of material from a gauze used to wipe the guidewire that remained in the pigtail till the contrast was ejected. I have seen one such case previously with identical findings and should suggest the importance of meticulous catheter flushing prior to insertion. Additional information is pending and will be submitted within 30 days.